Event description:
Patient was revised to address loosening and poly wear of the all-poly tibial component.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not determine the root cause of the wear and loosening, it would not be unreasonable to expect some wear after 10 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.